Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as 30sep2024 as data was collected between nov2017 and sep2024. Author information: takaya, h., nemoto, a., kitahara, h., gozdecki, l., swat, s., belkin, m., sarswat, n., chung, b., nguyen, a., kalantari, s., kim, g., grinstein, j., onsager, d., salerno, c., jeevanandam, v., & ota, t. (2025). Impact of surgical correction of mitral regurgitation during left ventricular assist device implantation: a mid-term follow-up study. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.1161. The university of chicago, chicago, il. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the article ¿impact of surgical correction of mitral regurgitation during left ventricular assist device implantation: a mid-term follow-up study¿ reports a retrospective study of 108 consecutive heartmate 3 patients with significant preoperative mitral regurgitation (mr) implanted between november 2017 and september 2024. The study evaluated the impact of concomitant surgical correction of mr during implantation compared to spontaneous resolution, specifically monitoring for mitral regurgitation recurrence and the frequency of tricuspid valve intervention. In all 108 cases, mitral regurgitation resolved immediately after lvad implantation with either surgical or spontaneous correction. Patients who underwent concomitant aortic valve surgery (n = 11) were excluded from the study. The remaining cohort without significant postoperative mitral regurgitation (n = 97) were divided into a spontaneous resolution group (n = 60, where mitral regurgitation resolved without surgical intervention) and a surgical correction group (n = 37, where mitral regurgitation was surgically corrected). There were no significant differences in preoperative patient demographics between the two groups. The surgical correction group had a significantly higher rate of tricuspid valve intervention (spontaneous resolution group: 11 patients [18.3%] vs. Surgical correction group: 17 patients [45.9%], p = 0.004) and a significantly longer cardiopulmonary bypass time (spontaneous resolution group: 90 minutes [interquartile range (iqr): 61-118] vs. Surgical correction group: 178 minutes [iqr: 138-199], p < 0.001). There were no significant differences between the groups in perioperative complications, including postoperative bleeding, prolonged intubation, stroke, or in-hospital mortality. During the follow-up period, recurrent mitral regurgitation was observed in 7 patients (11.7%) in the spontaneous resolution group, while no recurrence was observed in the surgical correction group (p = 0.031). In left ventricular assist device patients, concomitant surgical intervention of mitral regurgitation did not result in differences in immediate postoperative complication rates and clinical outcomes compared to those who with spontaneous mitral regurgitation resolution. However, patients with spontaneously resolved mitral regurgitation had a significantly higher recurrence rate of mitral regurgitation during mid-term follow-up. Concomitant surgical correction of mitral regurgitation during lvad implantation may be a durable option to improve long-term outcomes in this population.